Manufacturer narrative:
(B)(4). This lot was manufactured from july 14, 2014 to july 15, 2014. Evaluation summary: visual inspection noted fluid inside the housing which indicated a leak had occurred. The leak was due to a ruptured bladder. Microscopic inspection revealed markings on the exterior surface of the bladder that were observed near the rupture line. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A leak was reported from the housing of a small volume infusor. It was not known if the leak originated from the reservoir. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.